Manufacturer narrative:
The returned cable was evaluated and passed the visual inspection. During continuity testing the cable failed due to an open circuit and kink in the conductor jacket. As a result this caused the sensor off patient error message to be displayed intermittently. Failure may have been caused due to cable being coiled up when not in use then pulled straight based upon the appearance of the kink in the conductor jacket. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6), corrected UDI# was updated from a blank field to "(B)(4)". Date device returned to manufacturer updated from "08/01/2017" to "07/14/2017".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported device intermittently would display values and then suddenly display no values with no error message. No patient impact or consequences were reported.